Event description:
Customer reportedly obtained results of lo and 127mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported due to results listed. Requested return of suspect device and replacement was sent.